Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2) failed to open and a phenom 27 microcatheter support decreased. The patient was undergoing surgery for treatment of an unruptured, saccular, left posterior communicating segment aneurysm of the internal carotid artery with a max diameter of 3.5 mm and a 3.7 mm neck diameter. The landing zone arterial diameter was 3 mm distally and 5.2 mm proximally. It was noted the patient's vessel tortuosity was moderate. Femoral artery access vessel diameter was 6 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as normal. The angiographic result post procedure was reported as anteroposterior and lateral angiography findings were consistent with the preoperative results, blood flow velocity was normal, and the branches were well visualized. The access route and delivery system were positioned normally. The operator first attempted to open the distal end in the straight m1 segment of the middle cerebral artery, but the distal stent opening was inadequate. Subsequent attempts at deployment from the terminal internal carotid artery and in situ deployment also failed to open the stent. After repeated attempts, the ped2 was removed and damage to the distal end was found, and the support provided by the phenom 27 microcatheter had also decreased. The devices were replaced with a pipeline shield of the same model and another phenom 27 microcatheter, and the procedure was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. Ancillary devices included xinkainuo distal access catheter (dac6f115s, lot f01260301), access delivery catheter ( ptca8f90mp, lot 3226031701).

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 232500598); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.